Event description:
Blacked out, blood sugars 19 [hyperglycaemia]. A consumer as "blacked out, blood sugars 19" and concerns a woman who was using novomix 30 flexpen (dual-acting insulin aspart) and a novofine 8 mm (30g) needle for unknown indications. The patient's medical history includes hypertension. In 2006 the patient's husband administered a usual dosage of 26 units of novomix 30 using the novofine needle. Nothing unusual was noticed regarding the insulin or the device. At approximately 3 p.m. The patient "blacked out" for a while. Her husband tested her blood sugar level to be 19 mmol/l. The patient's husband gave her something to eat to bring down her blood glucose value. At 6 p.m. Her blood sugar level was measured to be 11 mmol/l. At approximately 6:30 the patient's husband administered 16 units of novomix 30 insulin to the patient. However, he noticed that the new needle which he was about to use had a thick yellow deposit on the tip of it. He discarded the needle and used another without a deposit. By the following day the patient had recovered from the event with blood glucose values measured to be between 7 and 8 mmol/l.